Event description:
According to the customer, a synchron lx20pro instrument generated an erroneously low acetaminophen (actm) result. The customer indicated that the event occurred in 2004 (estimated by the customer) involving a pt that was admitted into the hospital through the emergency room. The actm result from sample a was "less than 10ug/ml." At the time, the actm result was reported from sample a, the result was not questioned by the physician. Another actm test (sample b) was ordered for this pt 5 hours after sample a was collected. The actm result from sample b was 168ug/ml. After reviewing the result from sample b, sample a was retested for actm and the actm result was 147ug/ml. A corrected actm result was reported for sample a. Due to the elapsed time since the event occurred, it is unknown if there has been any change in pt treatment that can be attributed to this event.